Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported to medtronic minimed that the customer received stuck button alarm and keypad was unresponsive. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and pump was not exposed to change in altitude. No harm requiring medical interventions were reported. The product mmt-1885 will not be returned for analysis